Manufacturer narrative:
The customer's complaint of "the patient temperature would appear on the screen intermittently on the thermogard console (sn (B)(6)). Although, the display was unstable, the temperature reading was correctly showing on the screen" was confirmed during the functional testing. After power-on-self-test (post), the temperature probe (tp400) was inserted into temperature input block (t1) but did not display patient temperature and when the cable was jiggled up and down, the temperature intermittently displayed and disappeared. The root cause of the reported complaint was the temperature input block (t1/t2), likely due to defective component. No physical damage was observed on the thermogard system during the visual inspection. The event log data revealed no discrepancies. The thermogard system failed the functional test due to the temperature intermittently displayed and disappeared, thus confirming the reported complaint. The root cause of the reported complaint was the temperature input block (t1/t2). To remedy the fault, the temperature input block (t1/t2) was replaced. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for the thermogard xp ivtm system with serial number (B)(6).

Event description:
During ivtm therapy, zoll azm technician reported that the patient temperature would appear on the screen intermittently on the thermogard console (sn# (B)(6)). Although, the display was unstable, the temperature reading was correctly showing on the screen. No additional information was provided from the customer. No consequences or impact to the patient.